Event description:
It was reported the bd luer-lok access device experienced foreign matter on device cannula / non patient needle. The following information was provided by the initial reporter: translated to english. The customer stated "a brownish substance (lube, grease looking substance) was collected in the bottom of the box. Also collected around the round the luer connector."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/21/2020. H.6. Investigation: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The foreign matter is likely to be grease from manufacturing equipment. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd luer-lok access device experienced foreign matter on device cannula / non patient needle. The following information was provided by the initial reporter: translated to english. The customer stated "a brownish substance (lube, grease looking substance) was collected in the bottom of the box. Also collected around the round the luer connector."